Event description:
It was reported that during an attempted implant, the lead exhibited high, out of range, pacing lead impedance. After troubleshooting and the result being the same out of range values, the lead was replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.